Event description:
Upon entering room ino screen displayed "change sample line". Sample line changed and screen continued to display on monitor change sample line. Ino machine changed to a new one. Patient remained stable throughout the changing of ino machine.